Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was unable to power on their programmer and had tried 3 sets of batteries. The patient was increasing amplitude when the programmer screen went blank and they were unable to get the screen to come back on. The stimulation was causing pain in their anus and penis because they were increasing at the time the programmer stopped working. The patient was advised to go to the emergency room for a manufacturer¿s representative to be paged or to see if something else could be done. The patient was also advised to call back to replace the programmer. On a second call, the patient reported they were adjusting stimulation the night before and went up and were coming back down and it showed low battery. The patient put in new batteries and now it wouldn¿t come back on. The patient reported the number was too high and shocking them in the front, it felt like an electrical fence. The patient stated the off button on the side looked like it was stuck. The patient took the battery out and ran their finger over the off button and put the batteries back in, but it didn¿t resolve the problem. The patient stated the rubber cover for the off button came off. The patient noted using energizer batteries. The patient also stated they have had to wear diapers and they had pooped in them 3 times. The patient was sent a replacement programmer. No further complications were reported.